Event description:
It was reported that the system 6 sternum saw was running on and off without any notice during a procedure. A backup was used to complete the case. There were no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.